Manufacturer narrative:
(B)(4). The customer reported getting no display on the device. No pt involvement was reported. The device was evaluated by a philips field service engineer. The symptom was clarified as a failure to power up via ac or battery power, and the problem was localized to the processor pca. Replacing the processor pca resolved the issue. The device passed testing and remained at the customer site.

Event description:
The customer reported getting no display on the device. No pt involvement was reported.